Event description:
It was reported the patient presented to the hospital for a scheduled implant procedure. The patient's right atrial (ra) lead had exhibited capture anomaly resulting in loss of cardiac pacing and device sensing anomaly. The physician elected to retain the ra lead due to occlusions observed in the veins and had the device re-programmed to resolve the capture and sensing anomaly. The patient was in stable condition.